Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has been hospitalized for diabetic ketoacidosis and also found crack on the battery compartment and also reported damage on the battery cap contacts, given reduced battery life and also received blood glucose messaging from the pump.  Troubleshooting was not performed and it was unknown whether the insulin pump was used within 48 hours of the episode. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged battery cap contact missing/damaged, low battery life or low battery alert, cosmetic damage located at the battery compartment and was hospitalized for high bgs and dka found on (B)(6) 2020 (per ss event date). The customer's note reflected multiple hospitalizations due to high bg/dka, however, event dates was not specified in the sap notes. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged battery cap contact missing/damaged found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged lost sensor alarm anomaly, pump/transmitter communication anomaly and pump/bg meter communication anomaly found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged blank display, battery cap contact missing/damaged, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged battery cap contact missing/damaged, pump/transmitter communication anomaly, pump/bg meter communication anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2022. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged pump/transmitter communication anomaly, pump/bg meter communication anomaly and pump/mobile (bluetooth) communication anomaly found on (B)(6) 2021. The pump was received with a partially broken battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored and no blank display and unexpected low battery life or low battery alert noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2022 to on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 15-oct-2020, 01-jul-2022, 20-jun-2022 and 11-dec-2021. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates 15-oct-2020, 01-jul-2022, 20-jun-2022 and 11-dec-2021 in the formatted history file. There was no data available to verify power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event dates 15-oct-2020 and 01-jul-2022. In further full review of the pump history/traces on the event date of 30-jan-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 30-jan-2023 listed on smart solve. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). In further full review of the pump history/traces on the event date of 03-jan-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-jan-2023 listed on smart solve. Daily total of all insulin delivered: 418250 (41.825 u). Daily total of basal insulin delivered: 288250 (28.825 u). Daily total of bolus insulin delivered: 130000 (13 u). On (B)(6) 2023 11:07:24.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). On (B)(6) 2023 23:38:51.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 80000 (8 u). Bolus amount delivered: 80000 (8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event dates 30-jan-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 18:00:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:24:26.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:35:15.000. On (B)(6) 2023 18:35:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 10:09:58 am. There was no power data available for the event date of 30-jan-2023. Unable to check power data for low battery alert and power loss alarm. No unexpected low battery alert and power loss alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the events date 03-jan-2023 and 30-jan-2023 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 17:47:00.000. On (B)(6) 2023 20:18:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 18:03:00.000. On (B)(6) 2023 20:34:00.000. Sensor signal not found (796) was recorded and found in the formatted history file on: (B)(6) 2023 18:45:00.000. On (B)(6) 2023 21:16:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:55:43.000. On (B)(6) 2023 13:05:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 11. No pump/mobile (bluetooth) communication anomaly noted. The pump properly paired with test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Low battery life or low battery alert was not confirmed. Lost sensor alarm anomaly, pump/transmitter communication anomaly, pump/bg meter communication anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.